Event description:
It was reported that the programmer was very slow to start up and it was rebooting all the time. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however as a preventive action new software was installed. It was also noted that there was a cracked pin on the card reader. (B)(4).